Event description:
The patient was being treated with electrotherapy for lower back pain when they received a skin burn. The clinician used the interferential electrotherapy waveform. Upon completion of the treatment the clinician noted 2 small, 2nd degree blisters under one of the treatment electrodes. The patient did not require medical attention for the injury. The clinician noted that the electrode, incident to the blister, had actually burned around the electrode electrical source wire. In addition, the clinician indicated that the toweling used over the electrode had been scorched.

Manufacturer narrative:
Awaiting evaluation of the device.